Manufacturer narrative:
Description of event or problem: corrected data. Device identification, implant date , concomitant medical products, device manufacture date: additional information. Manufacturer¿s investigation conclusion: the reported event of damaged power cables was confirmed during analysis. Visual inspection of the returned system controller serial number (B)(4) (backup battery s/n (B)(4) revealed tears with exposed wires, near the strain reliefs at the controller¿s housing side. It should be noted that the cables¿ grey outer jacket insulation was also twisted at the strain relief connectors¿ end. The returned system controller was functionally tested using laboratory equipment and was found to function as intended, even when the cables were manipulated. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The confirmed damages did not affect the controller's ability to support an lvad as designed. The analysis could not determine the mechanism that contributed to the power cables' damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Correction: the patient was implanted with a left ventricular assist device (lvad) on (B)(6)2016.

Manufacturer narrative:
Approximate age of device ¿ 6 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2019. It was reported that the patient presented to the clinic for a follow up routine. It was noticed that there was a break in the wire covering both the white and black cables leading from the controller to the batteries and power connection. Internal wires were exposed. No additional information was provided.